Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradation dose lot or device lot was noted. Labeling included cautions regarding pin site care.

Event description:
On (B)(6) 2024, tn emailed dr. (B)(6) to inquire about their first patient's progress since (B)(6). Dr. (B)(6) indicated that the patient's noncompliance on one of the fingers caused an infection. The other finger is just slightly better due to compliance. One finger was removed at the patient's request. Dr. (B)(6) indicated that the cause of the infection unclear. Even after the dw was removed, the infection continued despite oral antibiotic treatment. Dr. Revealed that the patient had skipped many visits with both them and the therapists.